Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found the sample tube had fallen off the pulley. The investigation determined the event was consistent with the sample tube had fallen off the pulley. No further issues were reported by the customer.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t results from an unspecified number of patient samples tested on the cobas e411 rack. The reporter was able to provide one patient sample with discrepant results: the initial result from the analyzer was <3 pg/ml. The repeat result from a different e 411 was 7.3 pg/ml.